Event description:
During a coronary stent procedure, the physician was unable to cross the lesion, and encountered resistance at the guide on an acute angle. Upon removal it was noted that the stent had dislodged and was located in the rca. Another stent was used to secure the undeployed stent. Patient status is listed as "okay".